Event description:
The patient was treated with juvederm approximately 1.5 years ago. After treatment under the eyes with juvederm (type unknown), the patient observed lumps at the treatment sites. The patient then experienced eye irritation which included redness, itchiness, and blurry vision. The patient was treated with hyaluronidase to remove the juvederm and the treatment site is now "jelly-like" and "watery." Allergan is following up with the treating physician to acquire the lot number and additional information about the event. Allergan's approach to compliance is to resolve all doubt in favor of reporting.